Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a high out-of-range (oor) pacing impedance spike on the right ventricular (rv) lead, measuring greater than 3000 ohms. Boston scientific technical services (ts) recommended further evaluating the system. This ICD and rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a high out-of-range (oor) pacing impedance spike on the right ventricular (rv) lead, measuring greater than 3000 ohms. Boston scientific technical services (ts) recommended further evaluating the system. This ICD and rv lead remain in service. No adverse patient effects were reported. Additional information was received that this ICD exhibited another high out-of-range (oor) pacing impedance spike on the right ventricular (rv) lead, measuring greater than 3000 ohms. The patient was seen in the emergency room (ER), and an x-ray was performed. There was no signs of lead fracture on the x-ray. The patient experienced tachycardia and an electrocardiogram (EKG) was performed. The tachycardia was due to pacemaker mediated tachycardia (pmt). The device was reprogrammed. The patient plans to follow-up in clinic for further evaluation. Technical services (ts) discussed troubleshooting steps. This ICD and rv lead remain in service. No adverse patient effects were reported.